Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tank and igbt board were replaced. The generator and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had an overload fault error and locked up. No pt injury was reported.